Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered after cancelling the pd treatment. During fill 1 of 4 the patient encountered an air detected in cassette warning. The treatment was cancelled and when the patient opened the cassette door there was fluid in the pump module area and fluid on the external of the cassette. The patient was advised by technical services to discontinue the use of the cycler and inform the peritoneal dialysis nurse (pdrn) that a new cycler was issued to the patient. The patient declined to do manual treatment as that time. Upon follow up, the patient verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient did have to carry out a few manual treatments. The patient received the new cycler is able to continue pd treatment with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered after cancelling the pd treatment . During fill 1 of 4 the patient encountered an air detected in cassette warning. The treatment was cancelled and when the patient opened the cassette door there was fluid in the pump module area and fluid on the external of the cassette. The patient was advised by technical services to discontinue the use of the cycler and inform the peritoneal dialysis nurse (pdrn) that a new cycler was issued to the patient. The patient declined to do manual treatment as that time. Upon follow up, the patient verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient did have to carry out a few manual treatments. The patient received the new cycler is able to continue pd treatment with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The patient sensor calibration passed. A post- accelerated stress test 2 hour 15 min 8500 ml simulated treatment was performed and completed with no problems or failures. There were no fluid leaks in the test cassette during the treatment test. There were visual indications of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump assembly. The cause of the observed dried fluid and fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code.